Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime anomaly on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer reported that the pump does not show the device being full and the insulin starts overflowing and starts again from the beginning. Customer stated that she was unable to exit the preparing to prime loop. Customer did not receive the second series of beeps nor did the numbers appear on the screen. Pump will need to be replaced. No additional information provided.